Event description:
Customer reports by phone: long black hair seen in syring when original packing tray opened.

Manufacturer narrative:
Liebel flarsheim manufacturing report: confirmed complaint. Reviewed DHR and noted no similar issues. Manufacturing considers this a 'most unusual' report as they maintain requirements for appropriate gowning and hair covering and all areas of production where the product fluid pathway may be exposed. Corrective action: as a part of continuous improvement efforts, customer feed back is reviewed with the employee to heighten their awareness to the potential occurrence of this report. Manufacturing considers this an isolated event but will include it in their training.